Manufacturer narrative:
Conclusions - the investigation found that the system malfunction was caused by a power tray failure. Sudden loss of imaging capability during a critical phase in an interventional procedure could lead to hazard that could result in risk to a patient's health. However, it is not possible to prevent hardware failure for this part. From trending analysis on the replacement rate for this part it can be shown that there is no exceptional replacement rate. Current replacement rate (ytd (B)(4) 2010)= 3.14%. Complaint trending analysis shows that there is no marked increase in complaints for failure on this part. There is no required mandatory field action.

Event description:
This x-ray system went down during a case.